Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, upon removal of the sheath, the physician reported feeling moderate resistance as well as upward movement of the arterial system as the sheath passed through the aorto-ilio bifurcation. Per report, fluoroscopy shots were performed revealing calcification in this area. In order to troubleshoot, the physicians planned to rotate the sheath every 5 minutes during the procedure. However, as they were preparing to deploy the valve, it was noted that the pacing lead had slipped back into the right atrium. The original lead was removed and a stiffer "cold" lead was inserted in its place. During this time, the valve was positioned in the aortic annulus and therefore the physician was reluctant to rotate the sheath for fear of losing position. The valve deployed in a slightly ventricular position and the team was satisfied with the results. Upon removal of the sheath, the physician indicated that the sheath was "stuck". The team had a vascular surgeon paged, made sure that a coda balloon and a range of covered stents were available and proceeded to pull cautiously. The sheath tip was able to be pulled through the aorto-ilio bifurcation to a level of approximately an inch caudal to the bifurcation. Additionally, contrast injection revealed a flow disturbance in the artery which confirmed there was a vascular injury. In order to repair the dissection, a 8 mm x 59 mm atrium covered stent was loaded through the 22f rf3 sheath and deployed. Due to the significant amount of contrast extravasation that was still visible, the physician opted to place an overlapping 7 mm x 38 mm atrium stent at the distal end of the previous stent. The rfa sheath was then exchanged for a 12f sheath and the coda balloon was advanced and positioned to provide proximal occlusion. During removal of the delivery catheter for the 38 mm atrium stent, the wire was inadvertently pulled out. Multiple attempts were made to access the true lumen and they were eventually successful, but realized that the previously placed stents were in a false lumen. A 9 x 10 viabahn stent was the placed in the left common iliac followed by a 10 mm x 2.5 cm viabahn just distal to the previous viabahn. The physicians were not confident with the closure and decided to perform an open surgical repair. The 10 mm x 2.5 cm viabahn was then excised and a 10 cm x 8 mm was placed over the end of the 9 x 10 viabahn. A cuff was advanced around the overlap and the graft was sutured to the viabhan at the level of the external iliac and later grafted distally to the left common femoral artery. The physicians performed multiple angiograms and were satisfied with the result. It was noted that the patient had remained stable throughout the procedure. The patient was transferred to the ICU and was able to be intubated in a stable condition with the plan to extubate soon thereafter and dialysis to follow as soon as possible.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. However, per report, there was no device malfunction. A device history record (DHR) review for the sheath was performed and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0 mm. In this case, the access vessel was 7.0 mm and the vessels were indicated to be moderately calcified and mildly tortuous. Additionally it was noted that fluoro imaging during the procedure revealed calcification in this area the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of the borderline size of the access vessel in combination with calcification contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.